Event description:
It was reported that while performing an open reduction internal fixation of the right tibia. There were 3 proximal and 3 distal interlocking screws used to set fx (fracture). One of the interlocking screws broke and required removal. However, no information was available as to the action taken when the device broke.